Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm on the device. However, the device was unable to prime during priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with missing end cap sticker, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer advised they received a motor error alarm almost 2 weeks ago. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.